Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. The contour next test strips (lot # 9jpeg18b) associated with the event expired in (B)(6) 2021. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0gpeg01a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he obtained high readings on the contour next ez meter when compared with the reading obtained on the continuous glucose monitoring system. No specific readings were provided. The customer stated that he was hospitalized due to the meter readings and recovered well. The customer refused to provide further event details. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.